Event description:
The patient reported, my teeth are very sore, it's hard to eat. And the aligners are cutting the side of my tongue. Update 6/5/24: the area cutting my tongue is always on the inner side of the lower aligner on the right. I have to file the same spot each week. 6/12/24 update: I checked back through my aligners and tried to fit them to see if there was one without an air gap in that spot (the upper right canine), but I was only able to get to week 6. And there was still an air gap. I can't fit anything beyond week 6, without experiencing significant pain.

Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.